Event description:
On (B)(6) 2014, a (B)(6) female underwent a revision for failure of a failed left total knee replacement. The component that failed had been implanted on (B)(6) 2010. Following the (B)(6) 2010 revision left knee surgery (that followed hardware removal in (B)(6) 2010 with spacer placement for what turned out to be a cement allergy, s/p original left knee replacement done at another facility in 2009). The pt did well, ambulating with a cane, until (B)(6) 2014 when she felt a sharp pain while grocery shopping. She was unable to bear weight after without pain. She went home and iced the area. At an appointment with her pain management, physician on (B)(6) 2014, x-rays were ordered, which revealed "left knee has a semi-constrained long stem total knee replacement with dissociation of the base of the femoral stem from the femoral condylar component, new since (B)(6) 2014. The tibial post is also visualized in its entirety on the ap view, suggesting disengagement from the intercondylar notch". On (B)(6) 2014 CT scan noted metal fatigue fracture or dissociation at the base of the femoral stem with suggestion of dissociation of the tibial post. There is no lucency around the tibial or femoral stems. The sigma tc3 femoral component with locking bolt (lot # eg2bj4) was replaced on (B)(6) 2014, and a tibial hinge was added. There were no complications and the pt was discharged home on (B)(6) 2015. Post-operatively, most recently, at her (B)(6) 2015 f/u visit, the pt's incision was well-healed, she was slightly hyperextended when walking, she was able to flex and was just shy of full extension actively, with perhaps a 5-degree extensor lag.